Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient was unable to prime the pump and has been hospitalized with a blood glucose (bg) of 533 mg/dl with large ketones, nausea, sweating, shakiness and confusion. Patient treatment included IV fluids. During troubleshooting, customer support had the reporter remove cartridge from pump and manually prime cartridge and tubing; insulin was primed through easily. A new cartridge/ tubing were inserted, but the pump could not be primed with the new supplies. Cs found no medications or other medical conditions that could have contributed to the event. This complaint is being reported because the patient experienced hyperglycemia related to not being able to prime the pump, and the pump issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at 5lbs. The pump was exercised for 24 hours with prime related issues occurring. Pump passed delivery accuracy test and found to be delivering within required specifications. The pump was opened and no damage was found to the force sensor circuit.